Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, fse at customer's site, replaced the incubator assembly, performed alignments, checked temperature and performed 3 cup transfer evaluation tests without error. Customer calibrated, ran controls and confirmed they were all within expected range. The aia 2000 instrument is functioning without errors after completing the repair. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2016 through (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The aia 2000 operator's manual under appendix 4: error messages, states the following: (B)(4) incubator rotation motor home detection failure is generated when the home sensor fails to activate after the incubator rotated toward the home position. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty incubator.

Event description:
On (B)(6) 2018, customer reported getting error code 4401 "incubator rotation motor home detection failure" during a run on aia 2000 instrument. Customer set instrument to home to reset instrument by powering off and on but error persisted. Technical support specialist had customer monitor incubator when instrument is set to home again. Customer tried again and incubator did not turn and same error 4401 persisted. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for cardiac troponin I (B)(4). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.